Event description:
Per hospital staff, the hospital cart screen was black when the companion 2 driver was connected. The touch screen still functioned but the screen did not light up.

Event description:
Per hospital staff, the hospital cart screen was black when the companion 2 driver was connected. The touch screen still functioned but the screen did not light up.

Manufacturer narrative:
Device history record (DHR) review confirmed that (B)(6) hospital cart s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of external components found scuffs on the front skin. Visual inspection of internal components found dust debris in the hospital cart chassis and a blown diode on the inverter board of the lcd display. Damage was also found to a cable pin connector and the display neck bracket welding joint. Hospital cart failed functional testing for acceptance at incoming inspection due to lcd malfunctions, confirming the screen issue in the original complaint. Additional testing included replacing the lcd module, due to the damaged diode. Cart passed functional testing with the replacement screen. Reported "burning smell" was not replicated or observed during investigation. Failure investigation for this complaint confirmed the reported issue of the black screen. The customer complaint was replicated during functional testing; the root cause of the reported screen issue was determined to be a nonconforming lcd module. The reported "burning smell" was not confirmed or replicated, however, the burnt diode may have contributed to the reported smell. The root cause of the blown diode was unable to be determined. Failure investigation identified no other test failures or damage that could have contributed to the event. Damage found to the cable pin connector and display neck bracket was cosmetic only and does not affect the functionality of the driver. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.